Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was diabetic ketoacidosis. The customer had a stent put in on (B)(6) 2015. The customer had diabetes complications, kidney failure, and heart disease. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller declined returning the insulin pump for analysis. The caller declined performing a carelink upload stating that at the moment there was no computer available. Attempts will be made to contact the caller and complete a carelink upload.